Event description:
Metal flakes coming from handpieces with several doctors over 2-3 week period. Add'l info received stated particles seen in eye(s) one day post-op in about five cases. No damage to eye(s) reported. No specific pt info provided.